Manufacturer narrative:
No product(s) were returned. Product info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about reported infection. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be received, the investigation will be re-opened.

Event description:
Pt was revised to address infection.